Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg had migrated. In turn, the patient experienced pain at the ipg site. X-rays were taken and confirmed that the ipg had migrated and the leads had wrapped around it (reference MFR report 3006705815-2017-07296 & 3006705815-2017-07297). As a result, surgical intervention may be pending to address this issue.

Event description:
Follow up revealed that the patient underwent surgery on (B)(6) 2017 to have their ipg repositioned. Reportedly, effective therapy was restored post operatively